Event description:
It was reported that the patient needed to wiggle the cord to initiate charging, indicating possible debris or a loose port issue. There was no adverse impact to the customer's blood glucose level. Follow-up was declined by the customer, no additional information was provided, and no further action was required by technical support.